Event description:
It was reported by sales representative the customer had a tip shear in which some of the metal spring was left in the breast. There were no patient complaints. According to the sale representative there is no plan for additional surgery.

Manufacturer narrative:
The hydromark biopsy site identifier is a sterile, single use device intended for use after an open surgical or percutaneous breast biopsy procedure to mark the biopsy site. The instruction for use and deployment guide, provided with the device, must be followed to avoid the applicator from shearing. In accordance with iso 13485:2016 and iso 10993-1 requirements, the mammomark¿ biopsy site identifier devices have been tested for biocompatibility for their intended use and patient contact duration per iso 10993-1. The collagen marker and titanium clip are the only mammomark components classified as having "permanent patient contact." Components of the applicator are classified as "limited patient contact" and qualified for the intended use during the procedure. Applicator materials are considered medical-grade but have not been evaluated for permanent implantation. As with any implanted device, the implant site should be monitored for any signs of irritation or reaction following the surgical procedure. It was reported that a tip shear had occured with metal spring left in the breast. To date we have not received any information that the spring left behind in the patient has caused a life-threatening disease, permanent impairment of a body function or permanent damage to a body structure, or a condition that necessitates an unexpected medical or surgical intervention to prevent such a disease, disorder or abnormal physical state or permanent impairment or damage. The images reviewed were not enough to confirm any foreign material was left behind in the patient. Request for additional images were made but not received. We are reporting on the allegation of injury since the event can not be confirmed or denied.